Event description:
It was reported that during an unknown procedure, the staple legs turned out instead of in to form the proper staple. A second device was pulled and the same thing occurred. Hand suturing was used to close the skin and complete the case. There was no patient consequence. Both devices were discarded.

Manufacturer narrative:
(B)(4) information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.